Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Customer reset the pump but the malfunction recurred. The customer reverted to an alternate method of insulin therapy.